Manufacturer narrative:
Follow-up #1: date of submission 03/17/2017. Device evaluation: the device has been returned and evaluated by product analysis on 02/24/2017 with the following findings:a review of the black box verified the loss of prime warnings with a low non zero force. The rewind, load, and prime steps were performed correctly. The pump was run for 24 hours and no issues occurred. The force sensor was found to be out of specifications and an unidentified lower force was found. The pump was opened to find the force sensor resistance within specifications. The investigation was not able to duplicate the loss of prime complaint.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On 12/27/2016, the reporter contacted animas, alleging a prime (prime issue) issue. It was alleged that the pump was not priming the tubing during the load step and that the pump was loosing prime on the prime rewind menu without alerting for a loss of prime. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because of an unspecified prime issue.